Event description:
It was reported that the user experienced two insulin occlusion alerts while using the ilet with cd infusion tubing. The user initially changed the luer connector and tubing but eventually received the alert again. They then resolved the alert after replacing the connector again while retaining the tested tubing. No symptoms or changes in blood glucose reported. Outcomes included the user¿s ability to resume insulin delivery after supply changes and self-management without escalation. Investigation included customer interview, troubleshooting guidance, and user-led component replacement. Investigation of this case revealed an occlusion that was alleviated by changing the connector, with potential tubing kink during sleep as a contributing factor. It was concluded that the event was related to an infusion pathway obstruction that resolved with component replacement, with no adverse clinical impact reported.